Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of death was cardiopulmonary failure after withdrawal of left ventricular assist device (lvad) support. The patient was on vasopressors, inotropes, and antibiotics for a presumed septic component. The patient and family opted to pursue comfort care and withdraw mcs.

Event description:
It was reported that the patient passed away. The cause of death was withdrawal of mechanical circulatory support (mcs) and hospice. The outcome was not considered to be device or therapy related. The device had operated as intended. The device parameters (flow, speed, power) were within normal limits for this patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including sepsis and death, that may be associated with the use of the heartmate 3 lvas. Although only sepsis was reported by the account, the IFU also lists infection as a potential adverse event. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.